Manufacturer narrative:
The customer sent some sample bar codes for investigation. All the bar codes the customer sent were of good quality except for one. One bar code had a misaligned line, but it could still be read. The bar codes and meter meet product specifications.

Manufacturer narrative:
Facility name continued - (B)(6). This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained that the accu-chek inform ii meter with serial number (B)(4) scanned an incorrect value from a patient ID barcode. The correct patient ID was (B)(6). The meter scanned the patient ID as (B)(6). The result for this patient was 8.1 mmol/l at 9:19 p.m. No incorrect patient results were reported to medical personnel treating the patient. No adverse event occurred. The meter and bar code were requested for investigation. The actual bar code the customer complained about is no longer available since the patient has been discharged. The customer indicated they would send some sample bar codes. The customer indicated that when a patient has a long name, the label template is scaled which can affect the layout. The customer returned the meter. The investigation tested the bar code reader functionality using reference bar codes. The issue could not be reproduced. Different bar code types were read without error.